Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on an ilet pump for several days experienced nocturnal hypoglycemia around early morning on two consecutive days, and troubleshooting education was provided that the system requires time to adapt and that a reset could be considered if patterns persist. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose and continued monitoring without hospitalization. Investigation included user counseling on device adaptation and self-management steps. Investigation of this case revealed no device malfunction identified through remote troubleshooting, and the event was consistent with early adaptation behavior of an automated insulin delivery system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.